Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the tip broke inside the patient. Surgeon was able to remove the tip and complete the surgery.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: tip broke off in the patient. The probable root cause/s could be user excessive force. The device manufacture date is not known. (B)(4).

Event description:
It was reported the tip broke inside the patient. Surgeon was able to remove the tip and complete the surgery.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: tip broke off in the patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be user excessive force. (B)(4).

Event description:
It was reported the tip broke inside the patient. Surgeon was able to remove the tip and complete the surgery. Per additional information received, an additional incision was required to retrieve the broken tip.